Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose read 121 mg/dl on his glucometer, but when the paramedics checked it with their glucometer it read 267 mg/dl. Nothing further was reported.